Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and a denied response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: b1, g1-2 contact office, g4, h6; h6 result code ¿ remove 3233 h6 conclusion code ¿ remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. During the initial implant procedure, a type ia endoleak was observed and treated with post tibial angioplasty (pta). However, the endoleak remained present at the conclusion of the case. The physician elected to monitor the patient and will perform a follow-up computed tomography angiography (cta) at day 30 postoperative. There have been no additional patient sequelae reported.